Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, the surgeon tried to insert the screw in question when the head wound was closed, but the tip of screw was buried into the skull. Therefore, the surgeon used a second screw and locked the implants. The head of the screw in question was cut off and polished by the diamond bur of the drill. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device by the complaint handling unit revealed the screw was received with a worn tip. The screw was manufactured in november 2013 according to specifications. The investigation has shown that the screw was damaged on the distal working end. Visually we can see that the tip is worn. This is indicative that the most probable root cause is high bone density, which caused the screw to become worn during insertion.